Manufacturer narrative:
The insulin pump had a blank display due to a corroded electronic and motor assembly.

Event description:
It was stated that the insulin pump had a blank display that was not resolved by troubleshooting. Advised that the insulin pump would be replaced. Nothing further was reported.